Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2019.

Event description:
It was reported that the patients ipg was dead, and underwent a replacement procedure. The patient was doing great postoperatively, and explanted ipg was kept by medial facility.